Manufacturer narrative:
Initial.

Event description:
It was reported that during troubleshooting of the ilet system, the patient experienced a low glucose episode and was advised by the agent that pausing was not needed; the patient understood and later recorded a glucose value of 56 mg/dl, felt disoriented, and self-treated with oral carbohydrate by eating half of a peanut butter and jelly sandwich. Symptoms included hypoglycemia with disorientation. Outcomes included recovery with oral glucose and no hospitalization. Investigation included complaint intake and troubleshooting with user education. Investigation of this case revealed no device malfunction reported, and the specific cause of the hypoglycemia was unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.